Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) safety disk failed during pim leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. The fse that encountered the issue found membrane diff. Pressure reading 9mmhg exceeding the acceptable level ±6 mmhg. Safety disk was replaced. Pim leak test now passed. The unit passed the pim leak test and all functional and safety tests. The unit was returned to the customer and cleared for clinical use. The maquet failure analysis and testing dept.(fat) received safety disk with a reported unit failure of failed during pim leak test. The membrane differential test failed reading 9mmhg. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The fat performed the all manifold t, and after testing was completed, it was observed that the membrane differential test failed at 8mmhg. The factory specification is +-6mmhg. The fat was able to replicate the failure that the customer experienced. The safety disk failed testing. Retaining the safety disk in the fat per procedure.

Event description:
N/a.